Manufacturer narrative:
(B)(4) no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump stopped during a patient's hemodialysis (hd) treatment and the machine did not give an audible alarm. The patient's blood clotted in the line and had to be discarded which resulted in a 250cc blood loss. The bloodline was not properly placed on the machine which is why the machine did not alarm. The patient was restrung with a new set-up on the same machine. The patient was able to complete treatment with no adverse effects. The machine was tested by the bmt and passed all functional testing. The machine has been returned to service at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomed at the user facility who revealed that the reported issue was not duplicated after removing the unit from service and testing. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.